Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Stenosis: on (B)(6) 2023, the treo leg extension stent graft was used in an evar, the procedure was successfully completed, and post-procedure CT showed no issues. At follow-up in (B)(6) 2024, an angiographic CT was performed as the api was found to be decreased, which revealed a stenosis of the treo. In (B)(6) 2024, an excluder leg (gore) was implanted from the central to the terminal aorta to the eia. The excluder leg was successfully implanted, and the stenosis was improved. Physician's comment: the stenosis was suspected due to the decreased api. The patient's right cia was partially poor in nature before implantation of the treo, which was likely the cause of the stenosis. Therefore, we do not believe that this was a device-induced stenosis. Operation type: evar blood loss: amount is unknown. No image available due to hospital policy. Pre-case plan available: schema attached. Additional information available upon request. (Tc# (B)(4))" patient outcome: "health damage to the patient was minor and the patient is being monitored."

Event description:
"Stenosis: on (B)(6) 2023, the treo leg extension stent graft was used in an evar, the procedure was successfully completed, and post-procedure CT showed no issues. At follow-up in (B)(6) 2024, an angiographic CT was performed as the api was found to be decreased, which revealed a stenosis of the treo. In (B)(6) 2024, an excluder leg (gore) was implanted from the central to the terminal aorta to the eia. The excluder leg was successfully implanted, and the stenosis was improved. Physician's comment: the stenosis was suspected due to the decreased api. The patient's right cia was partially poor in nature before implantation of the treo, which was likely the cause of the stenosis. Therefore, we do not believe that this was a device-induced stenosis. Operation type: evar. Blood loss: amount is unknown. No image available due to hospital policy. Pre-case plan available: schema attached. Additional information available upon request. (Tc# (B)(4))". Patient outcome - "health damage to the patient was minor and the patient is being monitored."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.